Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and non-calcified abdominal aorta. After a 0.035x260cm non-bsc guidewire was advanced to cross the lesion, a 33/7/2/65 equalizer¿ balloon catheter was selected for use and advanced to perform "touch-up ballooning" for stent graft. However, upon the first inflation, the balloon ruptured when injecting 5cc of fluid after a duration of 5 seconds. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).